Event description:
Within weeks of treatment the pt presented with erythema and pruritus at the treatment sites. The physician diagnosed on allergic reation and prescribed topical locoid and oral dynasin. This is the same event and the same pt reported under MDR ID # 2024601-2004-00095 & MDR ID # 2024601-2004-00095. This is the first MDR submitted for the first suspect product.